Event description:
It was reported that the patient had a positional headache post implant. A blood patch was performed and the patient resolved without sequelae on (B)(6) 2012. The event was related to the implant procedure and was possibly related to the device or therapy. The device system was used to deliver dilaudid and water. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that a cerebrospinal fluid leak was assumed and a seroma at the pump site was determined on june 15. The positional headache was diagnosed on june 18 and resolved on june 25 by examination and palpation. The blood patch was performed on june 19. The patient also experienced increased pain. A catheter leak was suspected but was ruled out by catheter access port (cap) contrast dye studies performed on june 29 and august 15 with results of "no leak in catheter". Aspiration of the seroma and placement of an abdominal binder took place on august 13. The catheter was spliced on september 7 and 1cm was trimmed off of the existing catheter on september 24. The patient outcome was reported as resolved without sequelae on september 24.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).